Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing a high blood glucose (bg) level (333 mg/dl). A bolus of insulin was delivered via the pump and insulin injection to address the bg level. The customer suspected that the infusion set site was the cause of the high bg. Tandem technical support had the customer perform a system check and no device issues were noted. The customer changed the infusion set site and resumed insulin delivery.